Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of 277mg/dl and 111mg/dl. L1 quality controls were run and in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.